Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that the architect total b-hcg assay generated an elevated result for a patient sample. The following results were generated: initial total b-hcg = 67.98 miu/ml; repeat 1 = <5.0 miu/ml; repeat 2 = <5.0 miu/ml. To further troubleshoot, the sample was tested ten times and each replicate generated a total b-hcg result of <5.0 miu/ml. The customer suspects that the result of 67.98 miu/ml is incorrect. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. An investigation was performed in response to the customer's complaint. As a part of the investigation, a thorough review of all manufacturing and testing records for the architect total b-hcg reagent kit lot number 61944jn00 was performed. A review of the final release testing data demonstrated that the reagent lot in question passed all the required specifications during manufacture and did not reveal any events or issues that could impact the performance of the architect total b-hcg reagent kit lot number 61944jn00. Furthermore, a testing protocol was executed which examined the performance of a number of the architect total b-hcg reagent kits, including the reagent lot currently under investigation. The investigation examined the performance of the architect total b-hcg assay with respect to the detection of the total b-hcg in a range of positive and negative patient samples and the use of the automated dilution procedure per package insert instructions. This investigation did not identify any issues with the performance of any of the architect total b-hcg reagent lots tested. Moreover, the performance of the architect total b-hcg reagent kit (lot) was determined to be comparable to the performance of four other reagent lots used in the investigation. A review of complaint tracking and trending found no adverse trend for the architect total b-hcg reagent kit. The results of the investigation demonstrated that the architect total b-hcg assay is meeting its saftey, effectiveness and label claims with no product deficiency identified. This is a final report.